Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing an elevated blood glucose (bg) level ranging between 486-487 mg/dl and almost experiencing diabetic ketoacidosis. Customer set an increased temporary basal rate and delivered correction boluses to address bg prior to hospitalization. Cause of elevated bg was suspected to be due to insulin resistance. No issues were observed with the infusion set tubing, cartridge or infusion set site at the time of the event. Customer received treatment via a drip and was switched from novolog insulin to humalog. At the time of the report, the customer remained hospitalized.